Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed at the fantail region prior to receipt as well as damage to the epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that the a resistor had a corroded trace. It is believed that the failure of this implantable cochlear simulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of s resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. The recipient's device was explanted.